Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and an alternate instrument, and the results matched. The corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The instrument data from the time of this discordant result was not provided to the tsc specialist. During troubleshooting with the customer, the tsc specialist did not find evidence of an instrument malfunction. The sample had been rerun on this instrument and resulted as expected, and quality controls for hcg were within the laboratory's ranges. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.